Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1b0zc, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a staph infection about three weeks after implant and had their system removed. The issue was reported to be resolved at the time of the report and the patient had no injury. No further complications were reported.